Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed loss of prime alarms associated with zero force. All "ezprime" operations were performed successfully and the pump was exercised with no alarms duplicated. The pump failed force sensor calibration testing. When the pump was opened after testing a crooked oled display was observed. It was also observed that the force sensor flex pins were partially dislodged from the pcb sockets. It was noted that the force sensor resistance was within specification. During evaluation it was noted that the pump booted with a dim reddish screen. When the display flex was removed and replaced with a test display flex, the pump booted with normal colors.